Event description:
The customer reported via phone call that the insulin pump has severe damage on the screen. Customer stated that the screen has scratches and he cannot read the display. Damage occurred back in (B)(6) 2014. The customer answered yes when asked if there has been a serious injury or hospitalization but no details were provided. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.